Event description:
It was reported that approximately 19 months post implant of a bifurcated device and an infrarenal aortic extension. Reportedly, a computed tomography scan revealed an endoleak due to component separation between the bifurcated device and infrarenal aortic extension. The physician treated the patient with two additional limb extensions to bridge the two components. The repair was successful and the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there was suboptimal medical documentation and imaging studies available for this review. Product use might have been incongruent to the IFU and might have contributed to the reported event due to: iodine allergy, which might have deterred regular, contrasted surveillance; and iliac artery diameters were greater than 23 mm. The patient's use of antiplatelet therapy increased their risk for bleeding complications, which might have contributed to the adverse event. At index, the overlap of both iliac components was estimated to be less than 15 mm, which most likely a contributing factor. There was substantiating evidence of: an endoleak type iiia and component separation. The secondary procedure was substantiated by medical records, but the final patient disposition was not known due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.